Event description:
It was reported that during the procedure in the moderately calcified/tortuous distal right coronary artery for treatment of a 90% de novo stenosis, a 3.0x15 nc trek rx dilatation catheter was advanced into the anatomy. An unsuccessful attempt was made to apply negative pressure; therefore, the device was removed from the anatomy and exchanged for a 3.0x12 nc trek dilatation catheter which was used successfully with the same inflation device. A xience prime stent was implanted and the procedure was completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide catheter: mach1 fr4. (B)(4) - incorrect preparation. Evaluation summary: the device was returned for evaluation and the reported leak could not be confirmed based on the condition of the device; however, the hypotube was returned separated 1 mm distal to the hub under the strain relief tubing. In this case, the reported leak was likely due to the hypotube being kinked in such that the kinked area leaked. This would also be consistent with the hypotube fully separating as reported and noted on the returned unit. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(4) nc trek coronary dilatation catheter instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Based on the information reviewed, there is no indication of a product deficiency.